Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear selected for ablation procedure. During insertion of non-boston scientific hd grid catheter into the sheath, the physician noticed that the air was detected from the flush port and also leak was detected. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis due to contamination.

Event description:
It was reported that faradrive steerable sheath clear selected for ablation procedure. During insertion of non-boston scientific hd grid catheter into the sheath, the physician noticed that the air was detected from the flush port and also leak was detected. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis due to contamination. It was further reported that no damage was noted on the catheter or the sheath. A non-boston scientific terumo infusion pump which was at 100ml/h flow rate and was used for sheath irrigation with bubbles observed at the flushing port, but no air entered in patient, the guidewire was positioned at the farwave tip when inserted. During catheter insertion, a slow drip of saline mixed with blood leaked from the hemostatic valve about 100cc was lost with no clinical effects. Blood was leaking out when the catheter was inserted. The issue was resolved by replacing the sheath and no abnormalities were noted during sheath preparation or use.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem, device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.